Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the buttons on the insulin pump are not responding. The customer also stated that the numbers on the screen started scrolling when trying to deliver a bolus. The customer did not recall any significant events leading to the keypad issue. Blood glucose value was 190 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.